Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom drain complication encountered was not confirmed. Encountered hb make sure hb is on heater tray and unclamped. Encountered pl patient line is blocked. A visual inspection of the returned cycler exterior showed no sign of physical damage. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged hp1 the simulated treatment was performed and completely without failures. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that the patient observed a fluid leak after completing peritoneal dialysis treatment on the liberty cycler. The cycler did alarm while in drain 4 of 4. Follow up with the peritoneal dialysis nurse indicated that the leak occurred at the end of the treatment and it occurred in the cassette housing. The patient was treated with antibiotics. The patient was not cultured and was asymptomatic. The cycler was replaced.